Event description:
It was reported that the patient twiddled, resulting in her right ventricular (rv) lead and right atrial (ra) leads to dislodge. The patient reported diaphragmatic stimulation caused from the ra lead. The atrial lead was sitting in the device pocket. The rv lead was dislodged which resulted in oversensing and inappropriate shocks. Rv and ra leads explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; product ID 694758 implantable tachy lead, implanted: (B)(6) 2011; product ID 419688 implantable pacing lead, implanted: (B)(6) 2011.(B)(4).